Manufacturer narrative:
Upon investigation the meter was disassembled and a raised pin was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. No additional issues were identified during extended product investigation. Label copy instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.

Event description:
Customer reported that for over a month prior to calling on (B)(6) 2011 the test would not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported subsequently experiencing leg pain, chest pain, blurry vision, pancreatitis, and loss consciousness. Customer was seen in a health care facility and diagnosed with hypoglycemia. Customer was treated with antibiotics intravenously. Customer self-treated with insulin which is inconsistent with the diagnosis received. In addition, customer drank orange juice and ate food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date listed is the date when abbott diabetes care became aware of the event.